Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition to that the missing of two rubber feet, loosen power button, top and bottom enclosure were replaced to address the issue. There was no report of harm or serious injury.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.